Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) after attempting two different locations and releasing the device, the ralp ended up dislodging and migrating to the right atrium - superior vena cava junction. The ralp was retrieved and the physician elected to complete the procedure without a ralp. The patient was stable following the procedure.